Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been received yet.

Event description:
The user had a head trauma in (B)(6) 2018 in which he was kicked on the head; the audio processor flew off but later functioned properly. No swelling or redness above the implant housing site was noted. After this incident the user no longer had any hearing sensation. Re-implantation is considered but a date for surgery has not been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma in (B)(6) 2018; the audio processor flew off but later functioned properly. No swelling or redness above the implant housing site was noted. After this incident the user had no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a head trauma in (B)(6) 2018 in which he was kicked on the head; the audio processor flew off but later functioned properly. No swelling or redness above the implant housing site was noted. After this incident the user no longer had any hearing sensation. The user was re-implanted.